Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibit high capture threshold with associated loss of capture and pauses noted on telemetry. The rv lead was revised and replaced. The patient was in stable condition.